Manufacturer narrative:
No parts have been received by manufacturer for analysis. No further issues have been reported. (B)(4).

Event description:
A medtronic representative received a report from a site biomed representative that, while in an ear, nose & throat (ent) procedure, the site's navigation system monitor was flickering. In trouble-shooting, the biomed representative could not replicate the reported behavior. No further details regarding the concern, or when in the procedure it occurred, were provided. There was no delay of therapy. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.